Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting ems due to symptoms/fall. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call on 27-aug-2025 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product.

Event description:
Consumer called for assistance with using the true metrix meter. Wife is calling on behalf of the customer. The customer feels well and did not report any symptoms. Caller stated that the day prior to the call the customer had felt dizzy and fell, and ems had been called to assist the customer. Caller stated ems did not perform a blood glucose test on the customer. Caller stated that the customer had scuff marks on his knees, ems had waited for him to get up, had walked him around and then left. Customer did not go to the hospital and did not call the doctor. During the call, a blood test was performed by the customer non-fasting and produced test result of 330 mg/dl using true metrix meter. Customer was satisfied with the result obtained. The test strip lot manufacturer¿s expiration date is 10/17/2025; product storage and open vial date were not provided.